Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was presented for follow up. It was found that the patient received some inappropriate atp and shock therapies. The doctor resolved this by reprogramming the device and changing the medication of the patient.